Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms. Technical services (ts) noted this was a gradual increase over time and discussed troubleshooting options with the health care professional (hcp). This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms. Technical services (ts) noted this was a gradual increase over time and discussed troubleshooting options with the health care professional (hcp). This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this gradual rise in shock impedance measurements occurred starting in 2020.